Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25b device arrived with no apparent damage and the package was not returned along with the device. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis shows slight damage to the knife and the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The event described could not be confirmed as the device performed without any difficulties noted, the instructions for use do contain the following caution: if you rotate the device and it does not freely release from the anastomosis or if the device does not withdraw easily, turn the adjusting knob counter-clockwise one additional complete revolution (360º), then attempt removal again by rotating the device 90° in both directions taking care to minimize movement of the distal tip. Gently pull out the device while simultaneously rotating. To inspect the donuts, remove the anvil, washer, and donuts from within the circular knife. Examine the integrity of the donuts. Donuts should be intact and include all tissue layers. Carefully check the anastomosis for leakage and by your own technique make appropriate repairs. The condition of the knife is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 11/16/2021. There are three, very experienced surgeons that performs bariatric cases. They used the manual ecs25a since 2004 and switched to the ecs25b when the ecs25a was discontinued. The ecs25b is used for gastrojejunostomies. The surgeons feel that there is more force to remove the device from the anastomosis; meaning there is more pulling on the anastomosis. They remove the device per the IFU (two 360 degree turns) and have also tried, three 360 degree turns and settled on 2 ½ turns. All three surgeons use synovus buttressing with the ecs25b device and had used it with the predict device (ecs25a) and never had an issue with the manual device. For the ecs25b, they tighten down, wait, and then tighten again. The safety is placed back on prior to removal. They are at the lower end of the compression scale which is the same as they did with the manual device. There is no blanching of tissue, leaks, or any other issues with the patients.

Manufacturer narrative:
(B)(4). Batch # 375a58. (B)(4). The following information was requested, but unavailable: could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Clarification needed: was the device difficult to remove from the packaging? Was it difficult to remove from the patient? Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25b device arrived with no apparent damage and the package was not returned along with the device. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. Further analysis shows slight damage to the knife and the washer was noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic roux-en-y the physician complained that since the device has been changed/updated it is harder to remove from surgical field.